Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pads were giving a low flow. Therapy was interrupted in order to put a new set of pads on the patient. The flow remained low with the new set of pads at 1.8lpm. The pads were disconnected and reconnected and the flow was able to increase and therapy was continued using the second set of pads.